Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the caller stated that for years the battery quit working and they were not able to charge. The other day they were able to charge to 50% and now it won't come on and getting no device found. Caller added that they will be having the implant taken out since the implant is already moving inside and they are having problems charging it. Agent attempted to do a troubleshooting with the caller but the caller refused and wanted to get a hold of a representative (rep) instead. Agent reviewed rep role and redirected to their managing hcp for further assistance. No symptoms were reported.